Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's unexpected restart alarm. The customer¿s blood glucose level was 10.5 mmol/l. The customer reported that they had changed the battery and unexpected restart alarm. Customer reports they were able to clear the alarm and was able to complete rewind. The troubleshooting was performed changed battery alarm reappeared again. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.